Manufacturer narrative:
Product analysis: the product was discarded by the facility, therefore no product analysis can be performed. Conclusion: immobile leaflet is one of the most common failure modes (mechanism) which could lead to stenosis / high gradients. Pannus overgrowth would be the common cause for immobile leaflet. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, without the return of the valve for analysis, a root cause of the stenosis cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was removed and replaced with a tissue valve due to an elevated gradient of 40 mm hg. In addition, a mediastinal shift was noted to have caused compression of the left pulmonary vein which resulted in obstruction of the valve. No additional adverse patient effects were reported.